Event description:
A medtronic representative reported the teeth of 3 vertek arms are worn and are difficult to tighten. There was no pt present at the time of reported malfunction.

Manufacturer narrative:
There was no pt present at the time of reported event. RMA has been issued. No parts have been returned to the manufacturer for evaluation.